Manufacturer narrative:
(B)(4). Event originally reported under incorrect MFR facility 0002648920 2023 00140. D10: 110010242 g7 osseoti 3 hole shell 48mm c lot number is 65671784. G2: foreign: (B)(6). No product was returned or pictures provided, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The surgeon guessed the screw was deformed or stripped after reviewing the xrays, however the x-rays were not provided for further review to confirm if possible screw deformation contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw went through the screw hole of the g7 cup. The surgeon confirmed via x-ray that the screw head appeared to have been damaged. It appears that the head of the screw was stripped/deformed during insertion. The patient is currently under observation. There is no additional information at the time of this report.